Manufacturer narrative:
There were no complications during the procedure. The device data logs were reviewed, and no anomalies were identified. The device performed per specification.

Event description:
(B)(6) patient #2 - after treatment for squamous dysplasia, three patients reported a fever (38.5 and 39.2 degrees celsius) and chest pain. This increase in temperature is also seen after esd and rfa. The hospital performed a CT scan and determined that the patients had pleural effusion and no other abnormalities. Patients did not feel ill and did not suffer from dyspnea. Indomethacin was administered, and the temperature decreased to normal. Aspirin was also prescribed. After five days, the patient left hospital safely without any discomfort. This case was discussed with irb, who determined that this event was not a serious adverse event.